Event description:
It is reported that a patient was experiencing recurrent dislocations approximately 4 years after initial implantation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A liner was returned for evaluation. The backside exhibits minor discoloration. The articulating surface shows damage in the form of shallow scratches throughout the entire inner hemisphere. Damage is seen on the rim feature that indicates possible impingement. Damage is too severe for dimensional analysis. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed a follow up report will be submitted.

Event description:
It is reported that a patient was experiencing recurrent dislocations approximately 4 years after initial implantation and underwent a hip arthroplasty revision. During the revision it was found that the liner was excessively worn and fractured.